Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode with no backup defibrillation operation (bdfo) available. A device restoration was performed successfully. The patient status was stable.